Manufacturer narrative:
An event of device deployed into a cobra shape was reported. The device was returned to abbott for analysis and the investigation revealed no anomalies. One image was received from the field showing the occluder on the delivery cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Per the instructions for use, a 6f is recommended for use with a 9-pda-005. An 8f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deployed into a cobra shape was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Based on the lot number of the delivery system provided by the field an 8f delivery system was used to deploy the device. Field also indicated that there was no interaction with cardiac structures during deployment and that there was no angulation or kink noted in the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field showing the occluder on the delivery cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Per the instructions for use, a 6f is recommended for use with a 9-pda-005. An 8f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling

Event description:
It was reported that on (B)(6) 2024, a 8-6mm amplatzer duct occluder was selected for implant. During the procedure, it was noted that the device had a cobra deformation. The device was removed and another 10-8mm amplatzer duct occluder was successfully implanted. There was no interaction with any cardiac structures or angulation/kink in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout.